Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. In addition to the foreign material found in the nozzle, the evaluation findings were as follows: due to a pinhole on the channel tube, water tightness was lost, due to wear of the angle wire, bending angle in the "up" direction did not meet standard value, due to wear of the angle wire, the play of the "up/down" knob was out of standard value, due to deformation of the forceps elevator lever, the "up/down" knob could not be locked securely, the adhesive on the bending section cover had a scratch, the scope connector was dirty due to water leakage, the 'up/down" knob had a scratch, the forceps elevator knob had a scratch, the forceps elevator lever had a scratch, the scope connector had a scratch, the plastic distal end cover had a scratch, the protector of the universal cord on the control section side had a scratch, the scope connector cover unit had a scratch, the "right/left" knob had scratch, the switch box had a scratch, the scope cover had a scratch, the grip had a scratch, the control unit had discoloration, the control unit had a scratch, and the universal cord had a scratch. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer did not know what the foreign material was. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the specific foreign material could not be identified, the foreign material residue point was not deformed and the device was reprocessed in accordance with the instructions for use (ifus). Therefore, a conclusive root cause could not be determined. The following information is stated in the IFU (instructions for use): the instruction manual gif/cf/pcf-290 series describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported to olympus that the evis lucera elite gastrointestinal videoscope had poor zoom. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign object in the nozzle.